Event description:
The customer reports the system locked up and the rui joystick didn't work. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep drop shipped the rui control console to the customer. He verified full functionality of the system with the customer over the phone. The system is running as intended.